Manufacturer narrative:
A ge representative evaluated the system and reseated generator circuit boards and reloading calibration files. The system operates as intended.

Event description:
The customer reported the system displayed filament and collimator calibration required messages, preventing the system from completing boot up. No pt injury was reported.